Event description:
The user facility reported the cassette in the pack was not working properly. It seemed as if the line was clogged at the filter. The cassette was removed and replaced with a new cassette.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.